Manufacturer narrative:
A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the currently available information we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00095 for information related to the kugel patch alleged to have been implanted.

Event description:
The following was alleged by the patient: the patient has alleged that "in the early 2000's" she had a ventral hernia repair with bard flat mesh. She alleges that she has had multiple stomach surgeries and has had mesh devices removed and "put back in". She alleges that she was implanted with a kugel patch on an unspecified date and that the kugel dislodged and alleges that due to this she underwent gallbladder removal. The individual who reported this information did not provide her name, or telephone number. When we called the number that was indicated on the caller ID the women who answered stated, "you have the wrong number" and hung up. As a result we are unable to acquire any additional information to confirm the event reported.